Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a service required alarm after 5 hours of operation after previously being repaired at a third-party service center. The device was returned once again to the third-party service center for additional service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, two ventilator inoperative error codes were found in the device's error log relating to 'machine flow drift high' and 'therapy held in bm vent inop'. There is no documentation stated on a root cause and/or a component replacement to resolve the issues. The service technician notes that the ventilator service required alarm appeared due to a defective detachable battery. The service technician recommends replacing the detachable battery to resolve the error. The device passed the functional testing with a known, good battery. No service messages appeared after testing. Additionally, the air foam inlet filter and particulate filter were replaced for preventative maintenance.